Event description:
Customer called in regards to hamilton g5 sn (B)(6); verbally stated that vent was on patient, unit screen went black, unknown if it was ventilating during this time in logs power failure and tf 2414, 9421 and 9907 presented. Date of death is unkown. Input the date the event occurred until confirmaiton from hospital.